Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was unable to charge using the tandem usb cable. Customer's blood glucose (bg) level was 555 mg/dl with an unknown cause. Bg was treated with bolus via pump and manual injection. Reportedly, the customer successfully charged the pump using an alternate usb cable. The customer was instructed to consult with the healthcare provider regarding bg level.